Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 519 mg/dl. It was stated that the events leading to her admission was vomiting and dehydration. It was stated that the customer was not receiving insulin. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Advised the customer that a tubing clamp will be sent and call back when it arrives. It was stated that the cannula was bent on three infusion sets. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.